Manufacturer narrative:
(B)(4). Eval results: (revascularization, myocardial infarction, death).

Event description:
Additional information received. Approximately 4 months post index follow-up, angiogram performed due to mi. Target vessel revascularization performed (ballooning). Ref 9612164-2011-00862.

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent was implanted to the proximal circumflex. Approx five months post index procedure, the pt was re-hospitalized and a follow angiogram was performed. Restenosis of proximal lad was seen and ballooning is performed. On the same day, the pt suffered a myocardial infarction (mi) and pt death occurred. The mi is reported to be related to the target vessel. Death was reported to be a cardiac death. Cause of death was reported to be myocardial infarction. The investigator has indicated that the reported events were definitely related to the study device. (Ref MFR # 9612164-2011-00862).